Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented with a device at eri, low ra lead impedance was observed. On (B)(6) 2018, the lead was capped and replaced. A lead insulation anomaly was also noted on the lead. Patient did not present with any symptoms and the patient was stable before, during, and after procedure.